Event description:
It was reported that during a da vinci s low anterior resection procedure, the surgeon did not feel a abnormal function. After the surgery, the surgical staff found a jagged wire on the fenestrated bipolar instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint with the following clarification, the drive cable was frayed. The conductor wires were intact and undamaged, but the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.